Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. A system interconnection flex circuit was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the battery was installed. Complainant indicated that there was no patient involvement in the reported malfunction.